Event description:
Patient reported rapid battery depletion. There was no reported impact on the patient's blood glucose level. Patient declined further follow-up with technical support, and no additional information was obtained regarding the outcome of the event.